Event description:
It was reported that right after implant rf was performed and upgrade was selected by mistake. The device went into a bvvi mode. The device code was downloaded successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Hospital personnel.